Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6)-year-old female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia, backache, headache, fainting, urticaria, hyperlipidemia, depression, multigravida, parity 5, pap smear, helicobacter pylori infection, trochanteric bursitis, muscle ache and normal pregnancy. Concurrent conditions included sleep disorder, viral syndrome, joint pain, dysfunctional uterine bleeding, sciatica, localized adiposity, ganglion cyst, de quervain's tenosynovitis, viral gastroenteritis, palpitations, gestational diabetes mellitus, carbuncle, myositis, lumbar facet syndrome, gastroenteritis, folliculitis, abdominal pain, anxiety, adjustment disorder with depressed mood, stomach cramps, cardiac arrhythmia, multiple gastric ulcers, dyspepsia, chronic gastritis, chest pain, upper respiratory infection, costochondritis, dermatitis, hyperhidrosis, hemoglobinuria, tachycardia, shortness of breath, insomnia, impaired fasting glucose, leg pain, astigmatism, myopia, shoulder pain, fibromyalgia, keratosis pilaris, pre-menstrual tension syndrome, nausea, cervical spondylosis, peptic ulcer disease, migraine with aura, perineal pain and irregular menstruation. Family history included diabetes mellitus and gerd. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced temporomandibular joint syndrome ("dental problems"), 9 months 9 days after insertion of essure. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced rash ("autoimmune disorder type of disorder:, rashes or skin conditions type: rashes"). On an unknown date, the patient experienced myalgia ("pain/muscle"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), allergy to metals ("nickel allergy"), chronic fatigue syndrome ("fatigue: chronic fatigue syndrome"), alopecia ("hair loss") and anaemia ("blood or heart disorder/condition-type: anemia") and was found to have blood urine present ("bladder or urinary problems or changes: blood in urine") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, myalgia, menorrhagia, urinary tract infection, rash, blood urine present, migraine, temporomandibular joint syndrome, allergy to metals, dysmenorrhoea, chronic fatigue syndrome, weight increased, alopecia and anaemia had resolved. The reporter considered allergy to metals, alopecia, anaemia, blood urine present, chronic fatigue syndrome, dysmenorrhoea, menorrhagia, migraine, myalgia, rash, temporomandibular joint syndrome, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be ( B)(6)kgs. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion.. Nuclear magnetic resonance imaging - on (B)(6) 2011: result: showing mild spondylosis is of the l-spine, greatest at l5-s1 with concomitant mild facet arthrosis involving the lower 3 lumbar segments.. Pathology test - on (B)(6) 2018: result: uterus (142 grams) cervix myometrium with adenomyosis. Negative for dysplasia. Interval phase endometrium. Unremarkable serosa. Unremarkable fallopian tubes, negative for malignancy. Ultrasound pelvis - on (B)(6) 2013: result: the anteverted uterus measures 10 x 6 x 4 cm and demonstrates normal sonographic echotexture. The endometrial stripe measures 12 mm in thickness. Small hyperechoic foci are demonstrated in the region of one us, bilaterally, and are consistent with history of essure device placement. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue, anemia, rash, headache, menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs and mr received. Essure lot number and race added. Product indication and implant date were updated. Previously reported ¿injury¿ was updated to pain/muscle. Following events were added: abnormal bleeding (vaginal), menorrhagia, urinary tract infection, rashes, blood in urine, migraines, temporomandibular joint dysfunction, nickel allergy, dysmenorrhea (cramping), chronic fatigue syndrome, weight gain, hair loss and anemia. Event outcome added for all the events which was claimed in pfs. Lab data, medical history and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia, backache, headache, fainting, urticaria, hyperlipidemia, depression, multigravida, parity 5, pap smear abnormal, helicobacter pylori infection, trochanteric bursitis, muscle ache and normal pregnancy. Concurrent conditions included sleep disorder, viral syndrome, joint pain, dysfunctional uterine bleeding, sciatica, localized adiposity, ganglion cyst, de quervain's tenosynovitis, viral gastroenteritis, palpitations, gestational diabetes mellitus, carbuncle, myositis, lumbar facet syndrome, gastroenteritis, folliculitis, abdominal pain, anxiety, adjustment disorder with depressed mood, stomach cramps, cardiac arrhythmia, multiple gastric ulcers, dyspepsia, chronic gastritis, chest pain, upper respiratory infection, costochondritis, dermatitis, hyperhidrosis, hemoglobinuria, tachycardia, shortness of breath, insomnia, impaired fasting glucose, leg pain, astigmatism, myopia, shoulder pain, fibromyalgia, keratosis pilaris, pre-menstrual tension syndrome, nausea, cervical spondylosis, peptic ulcer disease, migraine with aura, perineal pain and irregular menstruation. Family history included diabetes mellitus and gerd. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced anaemia ("blood or heart disorder/condition-type: anemia"), 4 months 29 days after insertion of essure. On (B)(6) 2010, the patient experienced temporomandibular joint syndrome ("temporomandibular joint dysfunction"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced rash ("autoimmune disorder type of disorder:, rashes or skin conditions type: rashes"). On an unknown date, the patient experienced the first episode of myalgia ("pain/muscle"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), allergy to metals ("nickel allergy"), chronic fatigue syndrome ("fatigue: chronic fatigue syndrome"), alopecia ("hair loss"), pelvic pain ("pelvic pain") and the second episode of myalgia ("muscle pain") and was found to have blood urine present ("bladder or urinary problems or changes: blood in urine") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, menorrhagia, urinary tract infection, rash, blood urine present, migraine, temporomandibular joint syndrome, allergy to metals, dysmenorrhoea, chronic fatigue syndrome, weight increased, alopecia, anaemia, pelvic pain and the last episode of myalgia had resolved. The reporter considered allergy to metals, alopecia, anaemia, blood urine present, chronic fatigue syndrome, dysmenorrhoea, menorrhagia, migraine, pelvic pain, rash, temporomandibular joint syndrome, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of myalgia and the second episode of myalgia to be related to essure. The reporter commented: current weight: 159lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.481 kgs. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2011: result: showing mild spondylos is of the l-spine, greatest at l5-s1 with concomitant mild facet arthrosis involving the lower 3 lumbar segments.. Pathology test - on (B)(6) 2018: result: uterus (142 grams): cervix. Myometrium with adenomyosis. Negative for dysplasia. Interval phase endometrium. Unremarkable serosa. Unremarkable fallopian tubes, negative for malignancy. Ultrasound pelvis - on (B)(6) 2013: result: the anteverted uterus measures 10 x 6 x 4 cm and demonstrates normal sonographic echotexture. The endometrial stripe measures 12 mm in thickness. Small hyperechoic foci are demonstrated in the region of one us, bilaterally, and are consistent with history of essure device placement.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue, anemia, rash, headache, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received- new events: pelvic pain, muscle pain were added. Event onset date was added. Event outcome of dental problems, pelvic pain, muscle pain was added. Reporters information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal hemorrhage ('abnormal bleeding (vaginal) in a 36-year-old female patient who had essure (batch no. 627406) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia, backache, headache, fainting, urticaria, hyperlipidemia, depression, multigravida, parity 5, pap smear abnormal, helicobacter pylori infection, trochanteric bursitis, muscle ache and normal pregnancy. Concurrent conditions included sleep disorder, viral syndrome, joint pain, dysfunctional uterine bleeding, sciatica, localized adiposity, ganglion cyst, de quervain's tenosynovitis, viral gastroenteritis, palpitations, gestational diabetes mellitus, carbuncle, myositis, lumbar facet syndrome, gastroenteritis, folliculitis, abdominal pain, anxiety, adjustment disorder with depressed mood, stomach cramps, cardiac arrhythmia, multiple gastric ulcers, dyspepsia, chronic gastritis, chest pain, upper respiratory infection, costochondritis, dermatitis, hyperhidrosis, hemoglobinuria, tachycardia, shortness of breath, insomnia, impaired fasting glucose, leg pain, astigmatism, myopia, shoulder pain, fibromyalgia, keratosis pilaris, pre-menstrual tension syndrome, nausea, cervical spondylosis, peptic ulcer disease, migraine with aura, perineal pain and irregular menstruation. Family history included diabetes mellitus and gerd. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced anemia ("blood or heart disorder/condition-type: anemia"), 4 months 29 days after insertion of essure. On (B)(6) 2010, the patient experienced temporomandibular joint syndrome ("temporomandibular joint dysfunction"). In (B)(6) 2010, the patient experienced vaginal hemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced rash ("autoimmune disorder type of disorder:, rashes or skin conditions type: rashes"). On an unknown date, the patient experienced the first episode of myalgia ("pain/muscle"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), allergy to metals ("nickel allergy"), chronic fatigue syndrome ("fatigue: chronic fatigue syndrome"), alopecia ("hair loss"), pelvic pain ("pelvic pain") and the second episode of myalgia ("muscle pain") and was found to have blood urine present ("bladder or urinary problems or changes: blood in urine") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the vaginal hemorrhage, menorrhagia, urinary tract infection, rash, blood urine present, migraine, temporomandibular joint syndrome, allergy to metals, dysmenorrhoea, chronic fatigue syndrome, weight increased, alopecia, anaemia, pelvic pain and the last episode of myalgia had resolved. The reporter considered allergy to metals, alopecia, anaemia, blood urine present, chronic fatigue syndrome, dysmenorrhoea, menorrhagia, migraine, pelvic pain, rash, temporomandibular joint syndrome, urinary tract infection, vaginal hemorrhage, weight increased, the first episode of myalgia and the second episode of myalgia to be related to essure. The reporter commented: current weight: 159lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.481 kgs. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2011: result: showing mild spondylos is of the l-spine, greatest at l5-s1 with concomitant mild facet arthrosis involving the lower 3 lumbar segments. Pathology test - on (B)(6) 2018: result: uterus (142 grams). Cervix. Myometrium with adenomyosis. Negative for dysplasia. Interval phase endometrium. Unremarkable serosa. Unremarkable fallopian tubes, negative for malignancy. Ultrasound pelvis - on (B)(6) 2013: result: the anteverted uterus measures 10 x 6 x 4 cm and demonstrates normal sonographic echotexture. The endometrial stripe measures 12 mm in thickness. Small hyperechoic foci are demonstrated in the region of one us, bilaterally, and are consistent with history of essure device placement. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue, anemia, rash, headache, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia, backache, headache, fainting, urticaria, hyperlipidemia, depression, multigravida, parity 5, pap smear abnormal, helicobacter pylori infection, trochanteric bursitis, muscle ache and normal pregnancy. Concurrent conditions included sleep disorder, viral syndrome, joint pain, dysfunctional uterine bleeding, sciatica, localized adiposity, ganglion cyst, de quervain's tenosynovitis, viral gastroenteritis, palpitations, gestational diabetes mellitus, carbuncle, myositis, lumbar facet syndrome, gastroenteritis, folliculitis, abdominal pain, anxiety, adjustment disorder with depressed mood, stomach cramps, cardiac arrhythmia, multiple gastric ulcers, dyspepsia, chronic gastritis, chest pain, upper respiratory infection, costochondritis, dermatitis, hyperhidrosis, hemoglobinuria, tachycardia, shortness of breath, insomnia, impaired fasting glucose, leg pain, astigmatism, myopia, shoulder pain, fibromyalgia, keratosis pilaris, pre-menstrual tension syndrome, nausea, cervical spondylosis, peptic ulcer disease, migraine with aura, perineal pain and irregular menstruation. Family history included diabetes mellitus and gerd. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced anaemia ("blood or heart disorder/condition-type: anemia"), 4 months 29 days after insertion of essure. On (B)(6)2010, the patient experienced temporomandibular joint syndrome ("temporomandibular joint dysfunction"). In (B)(6)2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On (B)(6)2011, the patient experienced migraine ("migraines / headaches"). In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced rash ("autoimmune disorder type of disorder:, rashes or skin conditions type: rashes"). On an unknown date, the patient experienced the first episode of myalgia ("pain/muscle"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), allergy to metals ("nickel allergy"), chronic fatigue syndrome ("fatigue: chronic fatigue syndrome"), alopecia ("hair loss"), pelvic pain ("pelvic pain") and the second episode of myalgia ("muscle pain") and was found to have blood urine present ("bladder or urinary problems or changes: blood in urine") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the vaginal haemorrhage, menorrhagia, urinary tract infection, rash, blood urine present, migraine, temporomandibular joint syndrome, allergy to metals, dysmenorrhoea, chronic fatigue syndrome, weight increased, alopecia, anaemia, pelvic pain and the last episode of myalgia had resolved. The reporter considered allergy to metals, alopecia, anaemia, blood urine present, chronic fatigue syndrome, dysmenorrhoea, menorrhagia, migraine, pelvic pain, rash, temporomandibular joint syndrome, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of myalgia and the second episode of myalgia to be related to essure. The reporter commented: current weight: 159lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.481 kgs. Hysterosalpingogram - on (B)(6)2009: result: total bilateral occlusion. Magnetic resonance imaging - on (B)(6)2011: result: showing mild spondylos is of the l-spine, greatest at l5-s1 with concomitant mild facet arthrosis involving the lower 3 lumbar segments. Pathology test - on (B)(6)2018: result: uterus (142 grams). Cervix, myometrium with adenomyosis. Negative for dysplasia. Interval phase endometrium. Unremarkable serosa. Unremarkable fallopian tubes, negative for malignancy. Ultrasound pelvis - on (B)(6)2013: result: the anteverted uterus measures 10 x 6 x 4 cm and demonstrates normal sonographic echotexture. The endometrial stripe measures 12 mm in thickness. Small hyperechoic foci are demonstrated in the region of one us, bilaterally, and are consistent with history of essure device placement. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue, anemia, rash, headache, menorrhagia and dysmenorrhea. Lot number: 627406 manufacturing date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia, backache, headache, fainting, urticaria, hyperlipidemia, depression, multigravida, parity 5, pap smear abnormal, helicobacter pylori infection, trochanteric bursitis, muscle ache and normal pregnancy. Concurrent conditions included sleep disorder, viral syndrome, joint pain, dysfunctional uterine bleeding, sciatica, localized adiposity, ganglion cyst, de quervain's tenosynovitis, viral gastroenteritis, palpitations, gestational diabetes mellitus, carbuncle, myositis, lumbar facet syndrome, gastroenteritis, folliculitis, abdominal pain, anxiety, adjustment disorder with depressed mood, stomach cramps, cardiac arrhythmia, multiple gastric ulcers, dyspepsia, chronic gastritis, chest pain, upper respiratory infection, costochondritis, dermatitis, hyperhidrosis, hemoglobinuria, tachycardia, shortness of breath, insomnia, impaired fasting glucose, leg pain, astigmatism, myopia, shoulder pain, fibromyalgia, keratosis pilaris, pre-menstrual tension syndrome, nausea, cervical spondylosis, peptic ulcer disease, migraine with aura, perineal pain and irregular menstruation. Family history included diabetes mellitus and gerd. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced temporomandibular joint syndrome ("temporomandibular joint dysfunction"), 9 months 9 days after insertion of essure. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced rash ("autoimmune disorder type of disorder:, rashes or skin conditions type: rashes"). On an unknown date, the patient experienced myalgia ("pain/muscle"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), allergy to metals ("nickel allergy"), chronic fatigue syndrome ("fatigue: chronic fatigue syndrome"), alopecia ("hair loss") and anaemia ("blood or heart disorder/condition-type: anemia") and was found to have blood urine present ("bladder or urinary problems or changes: blood in urine") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, myalgia, menorrhagia, urinary tract infection, rash, blood urine present, migraine, temporomandibular joint syndrome, allergy to metals, dysmenorrhoea, chronic fatigue syndrome, weight increased, alopecia and anaemia had resolved. The reporter considered allergy to metals, alopecia, anaemia, blood urine present, chronic fatigue syndrome, dysmenorrhoea, menorrhagia, migraine, myalgia, rash, temporomandibular joint syndrome, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.481 kgs. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2011: result: showing mild spondylos is of the l-spine, greatest at l5-s1 with concomitant mild facet arthrosis involving the lower 3 lumbar segments.. Pathology test - on (B)(6) 2018: result: uterus (142 grams). Cervix. Myometrium with adenomyosis. Negative for dysplasia. Interval phase endometrium. Unremarkable serosa. Unremarkable fallopian tubes, negative for malignancy. Ultrasound pelvis - on (B)(6) 2013: result: the anteverted uterus measures 10 x 6 x 4 cm and demonstrates normal sonographic echotexture. The endometrial stripe measures 12 mm in thickness. Small hyperechoic foci are demonstrated in the region of one us, bilaterally, and are consistent with history of essure device placement. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue, anemia, rash, headache, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.